Event description:
It was reported that this electrode was explanted due to a product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects. This product was returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A kink was observed at approximately 280mm from the terminal end. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to a product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects. This product was returned for analysis.